Manufacturer narrative:
Continuation of d10: p product ID 97745 lot# serial (B)(6) . Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI (B)(4). H3: analysis of the 97745 patient programmer (ptm) serial number (B)(6) .revealed a broken front case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain. It was reported that pt got "charge controller batteries" message about 3 times while recharging their ins for the past about 5 weeks even though their controller was charged at about 70%. Pt said their ins would charge to 100% in about 25 minutes. Pt mentioned they had been charging their ins for about 10 minutes and then would get the "charge controller batteries" message. Pt reset the controller and started charging their ins again after receiving the message without issue. Pt mentioned they charged their ins every other day. During the call, pt inspected the recharger cord, plug, and the controller port, but no damage was detected. Pt said they did notice some white discoloration ("like the cord was pulled out," expected due to normal wear and tear) where the recharger cord met the coil. Pt said there was no damage to the ac power supply. Pt said they were 225 lbs and "made their belt tighter the other day with a unique pin."  Pt mentioned they don't have to take opioids because of the spinal cord stimulator (scs). No symptoms were reported. Additional information was received from a patient (pt). It was reported that they got the exchange recharger (rtm) but tried to charge the implantable neurostimulator (ins) on saturday and charging wouldn't work. Pt said the controller was completely charged and ins was 30%, but after 4 mins of charging, the controller kept coming up with a code (asked, unknown). Pt said they then used their old rtm again and was able to get that to charge. Pt then noticed the top white button on the controller was not wanting to be pushed and was sunken down into the controller. Pt said controller wouldn't turn on so they reset controller, but they couldn't turn stim off due to the stuck button. Pt was able to lift the button up enough with their nail to turn stim off, but the controller screen went black again and they kept having to try and lift the button up enough with their nail to use the controller. The patient called back and repeated the information previously reported in this case. Patient stated that they were awaiting a controller replacement but it had not yet arrived. Patient consulted with repair. Repair noted the order was missed. Agent sent email to request controller replacement per repair's instruction. Agent called patient back to review information. Patient stated there was no rush because they figured out a way to use their fingernail to lift the white button up when they need to turn on and off their stimulation. Patient said they turn stimulation off every night at 7pm and on again at 7am.